Manufacturer narrative:
Issue was resolved on (B)(4) 2011 by routine troubleshooting with the assistance of customer technical support over the phone. (B)(4).

Event description:
Customer called reporting of an overfilled wash solution canister which had forced solution back through the low pressure tubing and into the regulator for a unicel dxc 600 synchron system on (B)(6) 2011. The regulator therefore leaked and solution ran out the bottom of the instrument onto the floor. Customer proceeded to remove some of the fluid from the canister and performed repeated stop/homes and regulator adjustments on the instrument. Customer stated that they were going to monitor the fix and call back if problems continued. As of (B)(4) 2011, customer did not call back for further assistance. Issue was determined to have been resolved by routine troubleshooting with the assistance of customer technical support.